Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose levels. The customer's blood glucose was 501 mg/dl. The customer experienced a dry mouth as a symptom related to her high blood glucose. The customer treated the high blood glucose with a manual injection. The customer was not admitted to a hospital due to the issue. While troubleshooting, the customer confirmed that the drive support cap appeared normal and that there were no air bubbles present along the tubing of the infusion set. Upon removing the infusion set, the customer stated that the cannula was bent. The customer was advised to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer agreed to call back to finish troubleshooting. The customer did not return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.